Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: patient information is not available for reporting. Device is an instrument and is not implanted/explanted. A device history record review was performed for the subject device lot. The review showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. No non-conformances were generated during the production of the subject device. The subject device has been received and is currently in the evaluation process. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a right lateral entry femoral nail procedure the surgeon was attempting to insert an 8.0 mm drill sleeve into the insertion handle and the sleeve would not fit. A second 8.0 mm drill sleeve was tried and this one would not fit either. The insertion handle had to be removed and replaced with a percutaneous insertion handle to complete the antegrade 120 degrees. There was a surgical delay of fifteen (15) minutes. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Device investigation summary - the returned instrument was examined and the complaint condition was able to be confirmed as a burr was apparent on the underside of the handle¿s oblique hole. No definitive root cause was able to be determined however the failure mode is consistent with rough handling/wear and tear. The 03.010.045 standard insertion handle is an instrument routinely used during the insertion of femoral and tibial nails including in the titanium cannulated retrograde/antegrade femoral nail system and the suprapatellar instrumentation for titanium cannulated tibial nails system among others. The returned instrument was examined and the complaint condition was able to be confirmed as a burr was apparent on the bottom edge of the handle¿s oblique hole which would inhibit a trocar from passing through the instrument. Relevant drawings for the returned instrument were reviewed. The design, materials and finishing processes were found to be appropriate for the intended use of the device. The proximal locking hole of the returned instrument was tested with pin gauges; the maximum size that would pass through was 11.89mm. Per the drawing the tolerance for the oblique hole is 12-12.036mm; the complaint condition is confirmed. A device history review was performed for the returned instrument¿s lot number and no complaint-related issues were identified with the lot number which may have contributed to the complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.